Event description:
It was reported that this pacemaker system was exhibiting undersensing, high pacing thresholds and low amplitude measurements. This patient is not dependent. Boston scientific technical services (ts) suggested to perform a chest x-ray and device reprograming. This lead remains in service. No adverse patient effects were reported.